Event description:
The customer stated a falsely elevated clinical chemistry calcium result of 3.15 mmol/l (12.6 mg/dl) was generated when reagent lot 06879un11 was in use. Repeat testing of the sample generated a result of 2.36 mmol/l (9.4 mg/dl), with results of 2.34 mmol/l (9.36 mg/dl) generated on a second architect in the lab. The customer was advised to perform a contamination test with creatinine and calcium to determine if there was a problem. The customer performed five runs of the contamination test and no issues were identified. The falsely elevated calcium result was not reported to the medical provider, therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The instrument service history was reviewed and based on the available information, no other tickets were found related to this complaint. A search for similar complaints was performed; one other complaint for erratic calcium results was closed with no deficiency, and two other tickets for erratic calcium results were closed through normal troubleshooting or are still in-process. The architect calcium reagent package insert and architect system operations manual contain adequate labeling for sample precautions and troubleshooting of erratic results. Based upon the available data and the results of this evaluation, no product deficiency was identified.